Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) due to refractive surprise. There were no patient injuries or complications reported.

Manufacturer narrative:
The returned intraocular lens (iol) was received cut in two pieces, which is consistent with a lens that has been explanted from a patient's eye. One of the pieces was received incomplete precluding measurement of the diopter. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(4). The device was received at abbott medical optics (amo) and has been sent to the amo manufacturing facility for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.